Manufacturer narrative:
Correction (g1) - contact office address: (B)(6). Batch record review results: lot 0b00955 was manufactured on 02/12/2020 in the ats#2 manufacturing line, with a total of (B)(4) mkus. On 19/aug/2021, a batch record review was performed to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom. No issues related to the defect were found in the documentation. On 19/aug/2021 a complaint search for lot 0b00955 and malfunction code ost-pmc1.5 / ost-pmc01.05 skin barrier does not mold around stoma (e.g too stiff, too dry, tears /crumbles when molding) at point of application was carried out and as a result, no additional complaints were found; therefore, no potential trend is observed. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092 manufacturing site: 9618003

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 1 of 5. (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that the mass of 5 wafers was dried out and brittle prior to use making the process of molding the hole difficult. He used the product and experienced his usual wear time of 3-4 days. No photo is available at this time.